Event description:
Device 1 of 2. Ref MFR report 1627487-2013-17129. It was reported, the pt is experiencing pain and discomfort at her scs ipg pocket site. It was also reported, the pt has lost weight and the scs ipg is sticking out. Additionally, it was reported, x-rays identified the scs lead has pulled out of the ipg's header. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.